Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-34 errors mono coag activation and on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer reported to technical service engineer (tse) and reported the integrated electro surgical generator unit (iesu) was getting an error, and the surgeon was unable to use monopolar energy. The customer had tried to troubleshoot the issue, and the error was persistent. The surgeon wanted to switch the vision side cart (vsc) out with another system. The customer was provided instructions for disconnecting the other systems vsc and was assisted with swapping out the tower. The surgeon was now able to apply monopolar energy and resumed the procedure. The procedure was converted to another dv system with no reported injury.